Manufacturer narrative:
Method: analysis of programming history.

Event description:
It was reported by a company representative through the review of the patient's programming that a programming anomaly was noted. The event was noted as a battery life calculation was requested by the office of the treating neurologist. The event was noted on (B)(6) 2004 as the patient was seen with a change in the off time. The patient was programmed on (B)(6) 2004 to .75/30/500/30/5 and initial interrogation on (B)(6) 2004 indicated that the settings were .75/20/500/30/60. The result of the event was a faulted diagnostic that occurred prior to the patient leaving the office. The patient remained at those settings until the office visit of (B)(6) 2005 where the settings were corrected to 1.5/30/500/30/5. Additional faulted settings occurred but were corrected at the same office visit.